Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported an event where a piece of tampon was retained. She experienced lower abdominal pain with vaginal cramping, odor and light bleeding. She tried self-treating for gas, however, her symptoms continued. After approximately a week, she sought medical attention at an urgent care. An x-ray and pelvic exam were performed. During those procedures, a quarter size piece of retained tampon was found stuck in a crevice in her cervix. Once removed, the consumer reported she started to feel better. Odor, lower abdominal pain, bleeding and cramping all stopped by the next day. She did not receive any other treatment and did not have follow up visits planned. Her symptoms have resolved.